Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. The root cause of the improper clip loading and incomplete clip closure was likely due to the clip loading technique. When the clip applier jaw is located within a confined area during clip loading obstructing the jaws from opening, the clip being loaded may because partially closed resulting in incomplete clip closure and overshooting. The damage to the shaft likely occurred upon removal from the tray. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap chole - "clip loaded too far out during procedure which caused the clip not to close properly."

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.